Manufacturer narrative:
The system is routinely calibrated every 12 hours and qc samples are run every 4 hours. Prior to this even the qc results were within the lab's established reference ranges.a field service engineer (fse) inspected the instrument and did not see any problems with the instrument.the fse replaced the ratio pump and the eic valves as precautionary measures.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and high chloride (cl) results generated by the unicel® dxc 800 pro synchron® clinical systems.the erroneous results were not reported outside of the lab.the samples were repeated on another instrument and na results were higher and cl results were lower.there was no affect to patient treatment.